Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that during a device follow up appointment high impedances were observed. Rep reports electrode 12 40,000 red x, rep reprogramed around it and pt was then able to turn the strength of their stimulator up even though rep saw avoid electrode 7 (806) and 14 (809). Rep did not have to reprogram around 7 and 14 it still allowed them to use the electrodes. Rep reports the issue with not being able to turn stimulation up is fixed by avoiding electrode 12 but electrode 12 is still unusable for some reason. It also shows up red x in connectivity check. Rep reports no stimulation issues were reported, the cause was unknown, and the issue is still ongoing. Rep will submit any new information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.